Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total quantity involved) that failed during this procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Device return status follow up? We regularly contact with sales rep about the device returning. No further information will be provided. The single complaint was reported with possible multiple devices. Attempts were made to obtain the additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was broken during use, so use was stopped. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/8/2020. Additional information was requested and the following was obtained: product code z502g. Lot number: pjz193. Qty of product involved: (B)(4). A manufacturing record evaluation was performed for the finished device batch number pjz193, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. Two opened boxes with a total of six unopened samples of product code z508, lot # pjz193 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.